Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) holter recording showed absence of pacing. Low impedances and high thresholds were also noted. Thresholds continued to rise dramatically and the lead was capped and replaced on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.